Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitors response buttons had both of the centers of the covers torn out. One switch had the mylar layers peeled up, which caused the dome to shift off to the side. The other switch, because of the lack of the force from the rubber cap, had the dome collapsed. The leds on both switched were nonfunctional. The root cause of the damage is due to physical abuse by the pt forcibly removing the rubber cap center. The response buttons were replaced. The monitor was repaired, retested and restocked. No adverse event resulted from the response button problem. The pt received a replacement monitor.

Event description:
A male pt contacted lifecor customer support to report that one of the response buttons broke off and will not respond. Support sent a pt services rep (psr) to replace the monitor.